Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2020, it was reported that the device was still not working. The dermatome was used for the first time since repair but it is still not working. If they held the cord in a certain position they could use it, but the minute they changed position, they could hear the air and lost connection. They were able to finish the case but only while holding the cord in a specific position. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1/2/3/4 width plates, for evaluation. Product review of the air dermatome on (B)(6) 2020 revealed that the calibration was out of specifications at the zero setting only. There was visible damage to the hose. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2020 which included replacement of the hose. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the air dermatome had a damaged hose causing air to leak, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the hose was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that as soon as they began the case the air dermatome was leaking air. They were able to finish the case and there was no reported harm to the patient. No adverse event was reported as a result of this malfunction.